Event description:
A surgeon reports a patient with contrast sensitivity issues following refractive surgery. This report is for the left eye, the right eye is being submitted under manufacturer report #1061857-2007-00252. Patient records indicate pre-op bcva for the left eye was 20/15-1 and was 20/20 at 5.25 months post-op. Pre-op ucva was 20/cf and was 20/20 at 5.25 months post-op.

Manufacturer narrative:
The investigation, including root cause determination is in progress.